Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus was able to observe the adhesion/clogging of the foreign material in the air/water channel and air/water cylinder. However, the root cause of the material remained could not be specified. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited white foreign material inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.